Event description:
Reportedly, a 23mm perimount valve was explanted after an implant duration of approximately 2 years 10 months (34.7 months) due to degenerated prosthesis. Per the operative report, a biological aortic valve replacement was performed on (B)(6) 2009. He was admitted to hospital on (B)(6) 2011 with progressive deterioration of the general medical state with dizziness, syncopes and angina symptoms. There was a clinical av block degree ii with pulmonary congestion, which was immediately treated with a ddd-pacemaker, which distinctly improved the symptoms of discomfort. The patient subsequently developed an nstemi with time, so that coronary angiography was performed. Two-vessel disease was diagnosed with a high-grade obstruction of the cx as well as a 40% stenosis of the lad. Echocardiography revealed distinct degeneration of the aortic valve prosthesis with definite paravalvular leakage and a suspected aortic root abscess. There was thus an indication for prognostic reasons to take renewed operative corrective action of the valve defect and for operative revascularisation of the coronary arteries.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device will not be returned. The serial number of the device is unknown; therefore, the device history record (DHR) review cannot be done. The device was explanted due to endocarditis. However, the device was used for additional testing and will not be returned, per the health care provider. The type of infection was confirmed as staphylococcus epidermidis. Without return of the device, we are unable to conclusively determine the root cause for this event. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.